Event description:
It was reported that "after insertion of the midline using 4.5 f cath, the patient was getting ready to be transported back to her unit, the patient indicated to the nurse that she was having shortness of breath, facial flushing, lips and tongue swelling". Additional information received states "patients developed shortness of breath, low blood pressure, and throat tightness. Rapid response was activated and the patient recovered." The patient's current condition is reported as "discharged".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after insertion of the midline using 4.5 f cath, the patient was getting ready to be transported back to her unit, the patient indicated to the nurse that she was having shortness of breath, facial flushing, lips and tongue swelling". Additional information received states "patients developed shortness of breath, low blood pressure, and throat tightness. Rapid response was activated and the patient recovered." The patient's current condition is reported as "discharged".